Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 120 units of insulin; however, the customer pre-filled the cartridge with insulin and kept it in the refrigerator for 3-4 days. There was no impact to the customer's blood glucose level. The customer added additional insulin to the existing cartridge and completed the load process successfully.